Event description:
A surgeon reported a patient with residual astigmatism following an intraocular lens (iol) implantation procedure. The surgeon calculated the iol using the online calculator. The patient experienced postoperative astigmatism to correct the residual refractive error, the patient subsequently underwent a laser refractive procedure to resolve the astigmatism.

Manufacturer narrative:
G.9. This report was previously submitted (date 12-dec-2014) under manufacturing reference number (1119421-2014-01036). Correction in g.9. To update the manufacturer report # (1119421-2014-01036) and site data. The reporter did not provide any further information regarding this event. Due to the insufficient information provided, the complaint cannot be verified and a root cause cannot be identified. The manufacturer internal reference number is: (B)(4).